Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was replaced due to the issue. The rep was planning to meet with the patient the following week to program their new ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and arachnoiditis. Information was reported that the patient's ins has been turning off in the middle of the day due to the ins battery discharging. The patient reported she has a high frequency and rate so normally needs to charge every night but all of the sudden she is having to charge more frequently due to the ins charge not lasting as long. The patient stated it takes forever to charge and she hears a hissing noise from the recharger so wasn't sure if the recharger needs to be replaced. Patient services discussed the recharger expectations and confirmed patient is describing normal recharger function/noises. The patient also confirmed she is able to get 8 coupling boxes after repositioning antenna. The patient has the ability to switch to a new group. The patient was redirected to follow up with their healthcare provider (hcp) to discuss concerns and do further troubleshooting. It was recommended that in the meantime the patient monitor the ins battery and charge more frequently to prevent the ins from discharging unexpectedly. The patient stated she will try contacting her manufacturing representative (rep) and also hcp. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was replaced on (B)(6) 2018. The patient was seen today ((B)(6) 2018) and reprogrammed with great conventional coverage and 3.5 day charge interval. No issues with the device have been found. This information was confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.